Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed on (B)(6) 2018 due to malposition. A new inflatable penile prosthesis 100ml reservoir was implanted.